Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a change in the patient ID type mapping after the host conversion. Previously, the quadrant adt mapped to "mr", but after the conversion to epic, it mapped to "mrn". As a result, orders came across without a recognized patient ID type. A technical support specialist worked with the product support engineer to identify the root cause and confirmed it was due to settings. The customer confirmed the issue was with the settings and gave permission to close the case. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that the bd pyxis¿ es server patient ID not found. The customer reported that the malfunction occurred when user trying to issue medication to patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.